Event description:
The physician attempted closure of an arteriortomy site with the perclose at (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the closure with the following findings, vessel size was six (6) mm, vessel condition was "normal and the site was confirmed to be in the right common femoral artery. It was noted that the vessel was not tortuous. However, there was scar tissue present at the groin site. Reportedly, the physician completed the procedure but had difficulty removing the device. Fluoroscopy was not performed to determine the cause of resistance. The physician used artery forceps to dilated the tract and tissue was found captured in the foot of the device. Once the tract was dilated, the physician was able to remove the device and hemostasis was achieved with manual compression. The pt remained in the hosp an additional three (3) days but reportedly, it was not due to this event. At last report, the pt's condition was said to be 'satisfactory".